Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional report received indicates that the patient had lost therapy prior to resolving the issue.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was unable to connect to external devices. The ipg was able to be recovered through recovery mode and the issue was resolved.